Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2010 and performed self-tests, alongside two manual power ups, up to (B)(6) 2015. Multiple manual power ups some of ten minutes duration were observed in the device memory up to the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken during the investigation would confirm a failing membrane.the fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.